Event description:
It was reported that tip detachment occurred. The target lesion was located in a coronary artery. After a non-boston scientific (bsc) stent failed to cross the lesion even after multiple inflations with multiple balloons, another 182cm choice pt graphix intermediate guidewire was placed to help with the crossing. After the stent was deployed, the second wire was removed; however, the tip of the wire came off and was left in the patient. It appeared that the stent entrapped the wire end. No attempts were made to retrieve the detached fragment due to the location and size of the vessel. The procedure was completed with no patient complications reported.